Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, high, out of range lead impedance was observed. Multiple locations were attempted, but the physician elected to replace the lead. There were no patient consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.